Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports the device was run for the full 10 minute run time without incident. During aspiration, a small piece of white plastic was noted within the aspirate. As a precaution, the aspiration was stopped and the device was removed. No other plastic pieces were discovered. The distal balloon was noted to have burst sometime between its collapse and catheter removal from the pt. Another trellis device was used to complete this procedure.